Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms with the infusion set. The customer reported 30 no delivery alarms dating back to (B)(6). The customer also reported experiencing high blood glucose. The customer reported their blood glucose rose to 480 mg/dl. Troubleshooting found insulin was able to exit with a fixed prime. The customer declined to return the product for analysis.